Event description:
Related manufacturer reference number: 2017865-2022-39301, related manufacturer reference number: 2017865-2022-39302. It was reported that the patient came to clinic with complaints of syncope. The device was noted to have alerts for noise on both atrial and ventricular channels. The noise could not initially be recreated in clinic, but noise was seen on the device when patient coughed and when rubbed on left side of chest. The physician felt it was myopotential and made programming changes. The patient will be followed up closely in-clinic.